Manufacturer narrative:
The device will not be returning for evaluation. The reported complaint cannot be confirmed without the returned sample. The device history review (DHR) for lot # 3620443 and relevant commodities were reviewed and there were no non-conformance's found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date in (B)(6) 2018. User facility mandatory medwatch was received that stated the following: "a high-pressure 3-way, luer lock stopcock was applied between the distal port of the central line and the vamp. The distal port of the central line had blood back-up into it. The patient had a large puddle of blood behind him, soaked into the sheet on the chair. The central line was flushed and it was noticed that the stopcock was leaking. The connections were tight upon inspection. The stopcock was removed and discarded. There was no harm to the patient". The event occured in critical care. Upon further query the customer reported that there were no obvious cracks that anyone could recall and at the time they could not identify exactly where the leaking came from since it was blood. Additionally, no one could provide the rate of the infusion, the manufacturer of the venous arterial blood management protection (vamp) equipment or if the alarm was ringing. No further information was provided.